Event description:
In 2005, a patient was implanted with a gore excluder aaa endoprosthesis to repair an infrarenal abdominal aortic aneurysm. One year later, a postoperative computed tomography scan revealed enlargement of the aneurysmal sac due to a distal type I endoleak from the ipsilateral leg of a gore excluder birfurcated endoprosthesis trunk-ipsilateral leg component. In 2006, the right internal iliac artery was coiled, and two iliac extender components were implanted. A final intraoperative computed tomography scan revealed that the distal type I endoleak was successfully repaired.